Event description:
Literature was reviewed regarding the safety and quality of cardiac magnetic resonance imaging (cmr) at 3t field strength in patients with conditional cardiovascular implantable electronic devices (cieds). The authors described right ventricular (rv) leads which exhibited changes in parameters after the scans. There were decreases in r-waves and increases in pacing and defibrillation impedance; however, none of the changes in parameters required reprogramming. The leads remain in use. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cardiac magnetic resonance imaging at 3t in patients with magnetic resonance imaging-conditional cardiac implantable electronic devices. Heart rhythm. 2025. 22: e1233¿e1240. Doi: 10.1016/j.hrthm.2025.07.032. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.